Event description:
As reported by the user facility: one medic started the IV and placed stylet on a gauze 4x4 on the floor. A second medic was cleaning up and picked up the gauze with the stylet and felt a stick to his hand. He noted blood under the glove. The first medic is not sure if the clip was deployed when he removed the stylet from the catheter while starting the IV. Customer does have sample in a sharps container. Additional information provided, the facility indicated the patient source and the medic received all protocol bloodwork testing and all results are negative. The first medic is not sure if the clip covered the tip of the needle before laying it down.

Manufacturer narrative:
Additional lot #: 003258217. Additional expiration date: 04/31/2015. The actual device was returned to be evaluated. However, the facility returned the used needle in a sharps container filled with other contaminated needles and other disposable products from the facility. Due to the contamination and possibility of a needlestick, the sharps container remained sealed and the sample was not visually or physically evaluated. It was reported one medic started the IV and placed the stylet on a gauze 4x4 on the floor and the second medic cleaning up picked up the gauze with the stylet and received a needlestick. It is possible that the clip on the needle was manipulated and forced off the needle during clean-up and exposed the needle resulting in a needlestick. However, since it was reported that the first medic is not sure if the clip deployed to the tip of the needle before laying it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot numbers. All available information has been provided to the actual manufacturer for evaluation.